Event description:
The pt has two vein grafts anastomosed with aortic connectors. One year postoperatively, cardiac catheterization demonstrated both grafts were occluded and the pt underwent redo CABG. The pt had a history of hypertension and myocardial infarction.